Event description:
It was reported that the marker was not present. The probe was removed and the collagen marker was still in the tip of the applicator still within the needle. The customer tried to remove the applicator from the probe and sheared the tip off. The collagen marker was located, but the tip is missing. The doctor reinserted the probe into the breast and was successful on the 2nd deployment. There was no patient consequence.